Event description:
It was reported that the device had reached eri prematurely. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: device evaluation anticipated but not yet begun.

Manufacturer narrative:
No communication could be established upon receipt. Loss of communication was due to low battery voltage. With a new battery attached, the device functioned normally. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The power consumption of the device was measured and was normal. The cause of the battery depletion was undetermined.